Event description:
A discrepancy was reported by the caller regarding the insulin gauge displaying a different amount than expected, specifically showing 0 units, while the expected fill estimate was 166.8 units. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was educated by technical support to ensure that the cartridge air removal step is completed before filling but decided not to load a new cartridge and plans to continue using the current one, with the option to follow up if necessary.